Event description:
It was reported with the use of the bd¿ IV set an122 w/o pump t-type there was an issue with leakage. It was stated ¿the IV set tubing had tearing and drug leakage. Found the tear on blue mark and stopped the drug injection to the patient.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: 1 sample was returned to sbdm, lot number 2804091. The tubing is noticed to be torn. Air pressure leak test: sbdm conducted leak test on the returned sample, and confirmed the leaking is on the tubing. Upon microscope examination, sbdm initial assessment is the tube may be cut and torn by sharp tool and this may cause the leakage of IV set tube. House sample inspection: sbdm checked 15 pcs from house sample for lot 2804091, no abnormality was observed. DHR review: sbdm reviewed the manufacturing record for lot 2804091, no abnormality was observed. Customer complaint review: sbdm reviewed customer complaint record of complaint sample (lot no. 2804091), there are no repeated same issue of the same sku from other customer. Investigation conclusion: root cause: from investigations, it was observed from the returned sample packing that the likely cause is that end user might had used using sharp tool such as cutting knife or scissors to open the i.v set packing film, instead of tearing the cutting point on the packing film by hand operation. As noticed from the returned sample packaging, the cutting line portion remain intact and sealed. This might have caused the tubing to be accidently torn apart by the sharp tool as noticed from microscope enlarged visual inspection of the returned sample, causing the leakage.

Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(4) has been listed in sections as greater asia is an OEM manufacturing site. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ IV set an122 w/o pump t-type there was an issue with leakage. It was stated ¿the IV set tubing had tearing and drug leakage. Found the tear on blue mark and stopped the drug injection to the patient.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported with the use of the bd IV set an122 w/o pump t-type there was an issue with leakage. It was stated ¿the IV set tubing had tearing and drug leakage. Found the tear on blue mark and stopped the drug injection to the patient.¿ there was no report of injury or further medical intervention.